Manufacturer narrative:
No diagnostic/functional testing was performed. The customer was requesting a replacement speaker to resolve the issue. Replacement parts were ordered and shipped to the customer site to resolve the issue. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was unconfirmed if the speaker was emitting sound at the time of the event. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.